Event description:
Info rec'd indicates the caster will swivel when in brake.

Manufacturer narrative:
The tech found the locking teeth worn on the caster. The tech replaced the brake caster to repair the bed.